Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when torqueing down a screw the driver tip broke off. They were able to complete the procedure with another device. Tooth location not reported.

Manufacturer narrative:
One torque wrch hex drvr 1.25 mmd for tw20 & tw30 adv (tw1.25) was returned for investigation. Visual evaluation of the as returned product identified signs of use and the device had a deformed/fractured tip. Functional testing could not be performed due to the nature of the event. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the (tw1.25) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices for similar event using keyword category (functional: fracture). Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.